Event description:
It was reported that when the device was connected to the lead at implant, there was no ventricular capture and the impedence measurement through the device was greater than 9999 ohms. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis had a normal output when programmed vvi bipolar. Functional testing revealed no bipolar output. The no output condition was was the result of fractured solder joint.